Event description:
It was reported to medtronic minimed that the customer experienced loss of communication as the device cannot connect to the simplera app. The customer reported no adverse event. The event involved product(s) mmt-5113jwy. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Product mmt-5113jwy will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the samsung galaxy a13 - android 13 was conducted and confirmed the issue was not reproduced the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in d00422657, version f. After conducting a thorough investigation of the logs and device configurations , the application itself works as expected, and the problem is either in a specific device, or in the android version,or is related to how a specific android version works on a specific device.the most likely reason behind this issue is insufficient ram or cpu resources on the device. In such cases, a lack of adequate ram or cpu can lead to application slowdowns or even cause the operating system to terminate the application. To assist with the resolution of the issue , we recommend the customer to downgrade the os to android 12 and ensure that other applications which might be consuming a lot of memory and resources are not running in parallel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.